Manufacturer narrative:
Address line 1 - ¿¿¿¿¿¿¿¿¿2-13¿ na. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that dialysate leakage occurred with a polyflux 210h apac dialyzer after infusing the circuit with patient blood. The dialyzer was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.